Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket did not stay closed. A field service engineer (fse) tested the failed mini pocket while in hardware test application (hta). The mini pocket wouldn¿t close and verified that the mini pocket motor did not fix the issue. The fse shut down the station, removed the drawer, and removed the mini drawer control board. The fse reseated the drawer, powered the station back on, logged into hta, configured the drawer based on the original configuration, and tested each mini pocket to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini pocket was not staying closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.